Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that there was no aspiration when footpedal pressed during a procedure. The footswitch was replaced and the procedure was completed with no harm to the pt. Additional info was requested but not received at this time.